Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Photos were provided by the facility and reviewed. Two catheters were visible. Blood was observed on the exterior of the catheters. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. Two kinks were found on the catheter tubing near the y-fitting approximately 76.2cm and 75.2cm from the iab tip. The one-way valve was also returned. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported ¿leak during insertion¿ resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. We are unable to confirm the reported damage to the sheath or difficulty during sheath insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the customer had unsuccessful attempts at inserting two intra-aortic balloons (iab). They stated they went to use the sheath from the kit and there was resistance. When they took it out, they noticed the sheath was damaged at the transitioning point. They then went to use another manufacturer's 9fr sheath and noticed blood dripping from the iab as if there was a hole in the iab itself. The physician did not advance the iab very far into the patient as he was uneasy about the blood return. There was no blood seen in the helium tubing. A third iab was inserted successfully to provide therapy. There was no patient harm or adverse event reported. This report is for the 1st iab involved in this event. A separate report for the 2nd iab was submitted under mfg report number 2248146-2024-00079.

Event description:
It was reported that the customer had unsuccessful attempts at inserting two intra-aortic balloons (iab). They stated they went to use the sheath from the kit and there was resistance. When they took it out, they noticed the sheath was damaged at the transitioning point. They then went to use another manufacturer's 9fr sheath and noticed blood dripping from the iab as if there was a hole in the iab itself. The physician did not advance the iab very far into the patient as he was uneasy about the blood return. There was no blood seen in the helium tubing. A third iab was inserted successfully to provide therapy. There was no patient harm or adverse event reported. This report is for the 1st iab involved in this event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Occupation: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).